Event description:
It was reported that during a procedure of the totally occluded right coronary artery (rca) the hi-torque progress guide wire was successfully positioned across the lesion and a unspecified coaxial balloon catheter was also successfully positioned across the lesion. It was noted that during the attempt to remove the balloon resistance was met with the guide wire; the two devices were removed from the anatomy as a system without reported issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.